Manufacturer narrative:
The device history record for the lot number provided will be reviewed. A failure investigation will be performed on the returned sample. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported a size 8lpc tracheostomy was inserted into the pt in theatre, but when they put the inner cannula inside, there was a leak around the connector. The cannula was removed and replaced with a size 10lpc.